Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. While performing calibration of the iabp unit, the stm observed the helium regulator was very low and out of calibration and may have been the cause of the low helium alarm. The stm calibrated the helium regulator to factory specifications then performed a leak check using the internal helium tank and the iabp unit passed within tolerance. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) paused the catheter waveform while pumping for a second numerous times. The iabp unit then began to autofill which caused a "low helium" alarm to occur. There was no patient harm or adverse event reported.